Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 32 mg/dl at the time of the incident. Customer stated the low readings started on (B)(6) 2017. The customer treated the low blood glucose with food. There was an instance where the customer had a reading of 348 mg/dl and treated by bolusing through the insulin pump. During troubleshooting, the customer mentioned damage to the reservoir compartment and the motor slowed down and sounded like speeding up during bolus delivery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 1.5 u/h basal rate and monitored 3 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The insulin pump passed per delivery accuracy test. No possible over delivery or rewind/motor anomaly noted during test and the motor was tested outside of the device and passed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.